Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing a shocking sensation while sleeping. It was noted that the patient was not charging implant.